Event description:
It was reported that the vns patient passed away. Attempts for additional relevant information regarding the patient¿s death will be made.

Manufacturer narrative:
.

Event description:
Per the department of vital records in the state the patient passed away in, the manufacturer is not eligible to obtain a copy of the patient's death certificate. Follow-up with the physician's office showed that the doctor left the practice years ago and no further information is available. This death information has been reviewed and with the available information has been determined to be possible sudep. It is not known what state of health the patient was in, or the manner of death, or the cause of death. No autopsy is available.